Manufacturer narrative:
Philips service instructed the customer to delete patient images. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image disk free space was low during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.